Event description:
It was reported that the pt noticed a change in the sound quality from 2004. This gradually became increasingly worse. The pt attended the clinic in 4/2004 and after re-programming and a change of the external equipment. The pt was temporarily resolved. However, the intermittancy recurred, further testing three days later confirmed that the implant had malfunctioned.